Manufacturer narrative:
The AED and battery pack associated with this complaint were not returned and thus the root cause could not be determined. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi was flashing red. Upon inspecting the battery, the customer observed scorch marks on the battery connector prongs and a translucent green liquid leaking from the AED pad pocket on the back of the unit. They reported that this did not occur during patient use.